Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose was 550 mg/dl. It was stated that the customer's battery was out, and he needed insulin. The customer was unable to screw off the battery cap as was needed. Troubleshooting was done. The battery cap was removed successfully with a quarter and a large screwdriver. Advised to discontinue use of the insulin pump if the battery was low. Explained that the insulin pump needed to be replaced. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.